Event description:
The customer tested his blood glucose using the contour usb meter and received a reading 237mg/dl. He retested using another meter and received a reading of 106 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional information before ending the call. No product will be returned.

Manufacturer narrative:
(B)(4).